Manufacturer narrative:
Programming history were reviewed. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During the programming history review, it was noted that high impedance was observed on (B)(6) 2010. System diagnostics taken the following day, (B)(6) 2010, show the high impedance was resolved. System diagnostics from the previous visit, (B)(6) 2010, also showed that the device was within normal limits. Attempts are underway for additional information; however, no additional information has been received.